Event description:
It was reported that an ilet pump displayed ¿unable to proceed¿ alerts during rewind and during fill tubing, along with an intermittent restart alert, which persisted after a pump restart and prompted replacement and return logistics. Symptoms included no change in blood glucose and no clinical effects. Outcomes included device interruption, user inconvenience, and replacement shipment. Investigation included review of device history and complaint details, remote troubleshooting guidance, and shipment tracking of the returned unit. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.